Manufacturer narrative:
The insulin pump had no button error alarms or failed battery test alarm noted. The device had no button response due to corroded keypad traces. The device had a minor scratched display window, scratched case, cracked battery tube threads, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had button error alarm and failed battery test alarm. The blood glucose at the time of the incident was 272 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.